Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01381. It was reported the patient was not receiving pain relief from her scs system. Consequently, the patient underwent surgical intervention and both of her scs leads were explanted and replaced with a different model lead. Follow-up identified effective stimulation coverage was reportedly restored.